Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
The fracture of the zirconia femoral head was the result of repeated loading during in-vivo use. It was evident from the microscopic examination that the fracture originated near the gage point region. This region is known to be the most stress demanding area based on numerical analysis.